Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found no significant anomalies. The catheter had been improperly sutured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8596, serial/lot #: (B)(4), ubd: 07-dec-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 278 mcg/day via an implantable pump. The other medications the patient was taking at the time of the event was synthroid, loestrin, miralax, and multivitamins. The patient¿s medical history included spastic quadriplegic cerebral palsy, scoliosis, spinal fusion, hip dysplasia, osteoporosis, sleep apnea, dysphasia, g-tube, thyroid cancer, neurogenic bladder, uti, hearing impairment, and developmental delay. On (B)(6) 2020 it was reported that surgery planned today for expected eol (end of life) pump. Upon disconnecting existing implanted catheter from pump, no spontaneous retrograde flow csf (cerebral spinal fluid) from catheter. Dr. (B)(6) neurosurgeon notes scar tissue that was kinking catheter off at spinal incision site. He teased existing scar tissue off and then got intermittent retrograde flow csf. At this point he made the clinical decision to replace with a new catheter. 12.6 cm of the old catheter remains implanted and unused in right lateral flank. There was no reported loss of effect of therapy by either the clinician nor the patient¿s parents prior to today. There were no environmental, external or patient factors that may have led or contributed to the issue. The infusion rate started at 96 mcg/day per the physician and the issue was resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.